Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 4.4 on (B)(6) 2011; 2.6 the week before. Therapeutic range is 2.0-3.0. Pt called back on (B)(6) 2011 and got an inr = 5.2. Doctor reduced coumadin dose. When she tested on her husband's meter she got inr = 1.8. Customer then tested while on the phone with new strip lot and got inr = 1.3.

Manufacturer narrative:
All inr results provided by customer are performed more than three hours between two readings. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Data analysis will not be performed and no further investigation will be pursued. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective acton (B)(4) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.